Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no external damage to the bag. Engineering tested the unit and found it met all specifications. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause could not be determined as engineering was unable to replicate the incident. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"In lc procedure, noticed liquid leaking from the retrieved cholecyst with it."